Event description:
Pt reported two days after incident that while they were exercising on the treadmill they received an electrical shock in their left hand that radiated to the forearm. The equipment was immediately removed from service.